Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (lfs) (B)(4) alleging that a onetouch verio pro plus meter misclassified a blood sample for control solution. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the alleged product issue occurred at 5:30pm on (B)(6) 2016. The reporter noted that at this time the patient¿s blood glucose was measured and three results of ¿low¿ were obtained on the subject meter. In response to these results, the patient was administered with IV glucose by a nurse in the hospital they were admitted to. The reporter alleged that the patient did not normally take any form of medication in order to control their blood glucose levels. The reporter stated that ¿soon¿ after the IV glucose was administered the patient experienced symptoms of ¿hypothermia, depressed level of consciousness and a respiratory sound such as snoring.¿ further blood glucose tests were performed on the subject meter at 5:45pm with results of ¿low¿ and ¿594mg/dl¿ being obtained at this time, and in addition two more blood glucose test were performed using the subject meter at 6:10pm, with results of ¿low¿ and ¿low¿ being obtained at this time. The reporter stated that no further treatment was provided to the patient at this time. At the time of troubleshooting, the customer service representative was unable to resolve the issue. The subject products were requested for evaluation. This complaint is being reported because the reporter claims that the subject meter misclassified blood glucose results as control solution readings which then led to the patient requiring healthcare professional treatment after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.